Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced cerebral edema, drowsiness, weakness, photophobia, aphasia, cognition changes, slurred speech and headaches. The patient was prescribed 40mg of dexamethasone 1 time per day. The event is considered resolved as of 13 days post-procedure.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.